Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported impact on the customer¿s blood glucose level. To resolve the issue, technical support decided to replace the pump. The caller did not have a backup insulin delivery system but planned to contact a healthcare provider for assistance.